Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced ¿several peritonitis¿ events. The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. Treatment for the events, action with pd therapy and patient outcome was not reported. No additional information is available.

Manufacturer narrative:
On an unknown date, the patient started treatment with intravenous vancomycin (dose and frequency were not reported) for peritonitis. Twenty nine days prior to the receipt of this report, the vancomycin was completed. Two days later, the patient¿s peritoneal catheter was removed and the patient was switched to hemodialysis. At the time of this report the patient had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.